Event description:
It was reported that a patient death occurred. It was reported via social media that a patient death occurred during a left atrial appendage closure procedure. No additional information is known at this time.